Event description:
It was reported that the patient is deceased. The right ventricular (rv) lead was noted to have triggered a lead integrity alert (lia) on the patient's date of death. Additional information has been requested and not received.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced worsening heart failure. The patient received fifteen shocks for ventricular fibrillation (vf). The electrograms (egm) signal was not consistent with life. It was also reported that the rv lead lia triggered due to two or more high rate non sustained episodes and sensing integrity counter (sic).